Manufacturer narrative:
(B)(4) date sent: 1/11/2024 d4: batch # unk attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, inner cylinder could not be removed. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 2/12/2024. D4: batch # a9e34w. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that 2h12lp device was received with the obturator inserted through the sleeve. In addition, the packaging opened was returned among with the instrument. Upon evaluation of the device the obturator was remove from the sleeve. The device was visually inspected and no damaged found on the sleeve. The device was fully functional according to the manufacturing requirements. The event described could not be confirmed as the device performed without any difficulties noted. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch and lot number, and no non-conformances were identified.